Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, several wires were used to try to position the left ventricular (lv) lead in an appropriate coronary vein, however, after several attempts, the physician could only insert a wire or a stylet a few centimeters into the lv lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.